Manufacturer narrative:
G4: 09jul2020 b4: (B)(6)2020. The device was reported to be in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm. The customer refused the service quote. No repair service was performed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28apr2020.

Event description:
The customer reported the built-in accumulator battery is out of order, "alarm light emitting diode (led) failure. The manufacturer's service technician confirmed the reported issue and indicated either the led is on and the voltage signal from the power management controller is less than 1.0 voltage (v) or greater than 2.5 v or the led is off and the voltage is greater than or equal to 0.5 v. The service technician provided repair recommendations per the service manual: 1. Replace the power switch overlay. 2. Replace the power management (pm) printed circuit board assembly (pcba) (pm pcba only if led is functioning). 3. Replace the user interface (ui) pcba. 4. Replace the ui to pm pcba cable. It is unknown if the device did have patient involvement at the time the issue was discovered, however, there was no patient or user harm reported.